Event description:
Caller reported aviva system blood glucose results, all mg/dl: 414 at 11:02 am 285 at 11:03 am 285 at 11:04 am 384 at 11:08 am 81 at 11:11 am caller successfully self-treated for symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.